Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Additional information has been requested. Should additional information become available a follow-up report will be submitted reported to the FDA on november 05, 2015. (B)(4). Note: this complaint issue occurred on (3) separate cases. A separate 3500a form has been completed for the other (2) cases.

Event description:
End user reports redness under wafer without itching. End user states she has tried a different wafer with same issue occurring. Dermatologist prescribed unknown ointment that she has not used. End user also states she has an itchy red area in groin under the pouch that she states is a reaction to both the pouch and wafers.